Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using the inpact admiral device to treat a plaque lesion in the distal left superficial femoral artery(sfa) with little tortuosity. The device was prepped with no issues identified. The balloon was inflated using a non-medtronic inflation device. It was reported that the balloon burst on the first inflation. All fragments of the balloon were retrieved. No patient injury was reported.

Manufacturer narrative:
The device was returned with no visual damage noted on the balloon sheath or the catheter of the device. Damage was observed to the sheath. Upon tactile examination, a number of kinks were noted along the catheter shaft. The device was left to soak in a heated water bath overnight to remove coagulated blood and residue build-up. Negative purge did detect a presence of a leak on the device. In order to verify the location of the leak, an attempt was made to inflate the balloon and the leak was found on the proximal part of the balloon. A jagged tear was noticed on the balloon along the balloon folds. It was possible to inflate the balloon; however, the device did not maintain pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information a non-medtronic 6fr x 45cm renal double curve sheath and 0.035 x 260cm non-medtronic wire were used. Multiple plaque lesions approx. 10-12cm were treated. Vessel diameter 7mm. The lesions exhibited 80% stenosis. Pre-dilation was not performed. Saline and contrast inflation fluid were used. The balloon was inflated without any issue but as the balloon began to reached nominal pressure (10atm), contrast was noted filling the collateral arteries. Total inflation time was reported as approx 1 minute. There were no issues when removing the device. A 4x80 inpact device was then used to continue the procedure without any further issue. If information is provided in the future, a supplemental report will be issued.